Event description:
It was reported during a trial procedure, the third electrode ¿collar¿ was damaged when inserting the lead into the extension and tightening. Additional information received reported that the patient was receiving effective therapy and if continued, will proceed to implant on friday.

Manufacturer narrative:
Concomitant products: product ID neu_ens_stimulator, serial # unknown, product type external neurostimulator. (B)(4).